Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm during peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag became disconnected from the line and solution leaked due to the loose connection. Technical service representative advised the patient to start over with new supplies or perform the therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the cause of the reported problem was a loose connection leading to a bag disconnection, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.